Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 30jul2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a physician reported on behalf of a male patient that the patient's humapen luxura hd was not working properly: it gave insulin when the dose exceeded three units but not one or 1.5 as he needed. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse events, concerned a 6-years-old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100 iu/ml) from cartridge via humapen luxura hd re-usable device, with unknown dose, frequency and route, for unknown indication, beginning on an unknown date. On an unknown date, while on insulin lispro therapy, his blood sugar was not under control and the therapy was not being able to reduce the blood sugar (pc number: (B)(4); lot number: d298500k). His humapen luxura hd device was not working properly it gave insulin when the dose exceeded three units but not one or 1.5 as he needed. Due to this device issue he possibly administered incorrect dose of insulin and experienced high blood sugar (pc number: (B)(4); lot number: unknown). This event of high blood sugar was considered to be life threatening as reported. Information regarding the corrective treatment, outcome of the events and the status of the insulin lispro therapy was not provided. The operator of the humapen luxura hd was unknown and his/her training status was not provided. The general humapen luxura hd model duration of use was not provided. The duration of use of suspect humapen luxura hd was unknown. The action taken with suspect humapen luxura hd was not provided and was not returned to the manufacturer. The reporting physician considered the events were related to the insulin lispro treatment. However, the reporting physician did not provide the relatedness assessment between the events and the humapen luxura hd suspect device. Edit 15jul2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 16-jul-2021: updated the coding of the suspect device. No further changes were made to the case. Update 30jul2021: additional information received on 29jul2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of a humapen luxura hd device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a physician who contacted the company to report adverse events, concerned a (B)(6)-years-old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100 iu/ml) from cartridge via humapen luxura hd re-usable device, with unknown dose, frequency and route, for unknown indication, beginning on an unknown date. On an unknown date, while on insulin lispro therapy, his blood sugar was not under control and the therapy was not being able to reduce the blood sugar (pc number: 5644676; lot number: d298500k). His humapen luxura hd device was not working properly it gave insulin when the dose exceeded three units but not one or 1.5 as he needed. Due to this device issue he possibly administered incorrect dose of insulin and experienced high blood sugar (pc number: 5644675; lot number: unknown). This event of high blood sugar was considered to be life threatening as reported. Information regarding the corrective treatment, outcome of the events and the status of the insulin lispro therapy was not provided. The operator of the humapen luxura hd was unknown and his/her training status was not provided. The general humapen luxura hd model duration of use was not provided. The duration of use of suspect humapen luxura hd was unknown. The action taken with suspect humapen luxura hd was not provided and its return was not reported. The reporting physician considered the events were related to the insulin lispro treatment. However, the reporting physician did not provide the relatedness assessment between the events and the humapen luxura hd suspect device. Edit 15jul2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 16-jul-2021: updated the coding of the suspect device. No further changes were made to the case.